Event description:
The customer reported the device was not operating as expected. There was no pt use associated with the reported complaint. Further evaluation by medtronic determined the device would not power on.

Manufacturer narrative:
Medtronic evaluated the device and determined root cause to be capacitor, c177, on the analog pcb assembly. The customer was provided with a replacement device.